Event description:
The pulmonary artery catheter supplied the patient's temperature as being 104 degrees, but the temperature of the patient was between 98-99 degrees. The patient's temperature was checked several different ways. The cables were changed several times which made no difference.manufacturer response for catheter, flow directed, swan-ganz, vip: will notify the company today.